Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number - requested, but not provided. Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the doctor deployed the angio-seal device too far into the vessel causing the footplate to embolize. The patient was fine, and the case ended up being a success as the footplate got caught in his distal embolization protection filter. There was no patient injury/medical or surgical intervention required. The patient was reported to be in stable condition and the procedure outcome was a success. Additional information was received on 24jul2020. The procedure being performed prior to the use of the angio-seal device was a below the knee intervention. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. Hemostasis was achieved via manual compression. The footplate was removed successfully, with the protection device. There was not a direct allegation against the device that it caused or contributed to the event from the physician.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.